Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary by pass procedure, the device grasped the tissue but the fusion did not work that resulted to bleeding of less than 250cc. An end tone was heard but no regrasp alarm. A new device was used to complete the case. No patient injury.